Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the distal right coronary artery (rca), the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.